Event description:
Caller reported a malfunction on the pump, identified by code malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was instructed to call back if any issues arose, but no further actions were needed at this time.